Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic enterocele. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that patient underwent mesh revision, uterosacral suspension on (B)(6) 2012 due to mesh erosion and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision on (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Medwatch report # 2210968-2013-02240 has received a failure status for duplicate report number. Therefore, the report has been reassigned medwatch report # 2210968-2013-02347 and submitted electronically to the FDA.